Event description:
It was reported that upon external monitoring, the left ventricular lead exhibited loss of capture. The device was reprogrammed and the lead remained implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.